Event description:
Coiling treatment of an aneurysm. It was reported that the coil could not be detached. Upon removal, the coil detached from the pusher assembly. No pt injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken and the release wire had been pulled back. The implant likely detached when the pusher was broken and the release wire was retracted (this is an alternate method detachment stated in the IFU).